Event description:
It was reported that during a laparoscopic left colon resection, the device was stuck on the tissue. Harmonic scalpel was used to excise tissue to remove the device off tissue. Jaws still remain closed with approx 2cm of bowel tissue present. There were no further consequence to the pt.

Manufacturer narrative:
The analysis results found that the atw35 device was returned with the anvil in the close position without preload and the flex neck extended as the crimp was noted to be insufficient. A cartridge was present and void of staples in addition, buttressing material with staples present and cross staple was returned. The cartridge was received with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed, when the trying to fire an already spent cartridge. In addition, it should be noted that "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The tube was manually reinserted on the device and the device was tested for functionality with the returned cartridge. The device fired, cut and formed all the staples as intended. The device did not open due to the flex neck extending out of the tube, however, was manually inserted for the device to open. A batch record review was performed and no anomalies were found during the mfg process. We have ducumented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.